Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. After reviewing the clinical information, it was determined that the cause of the cannula kink was repositioning the device. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, patient had pink/red urine indicative of hemolysis. Positioning and flow adjustment attempted but were not successful. Upon advancing the pump too far into the left ventricle (lv), the cannula kinked. The kink was unable to be removed despite manipulation. Impella cp was explanted and replaced with a new pump. Patient survived the procedure.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of product damage (cannula kink) and hemolysis has been completed. The impella device was not returned for evaluation. Product damage (cannula kink): clinical mentioned cannula kinked occurred when pump was advanced too far into the lv. The root cause of the product damage (cannula kink) was most likely use related as evidenced by clinical detail of advancing pump too far in the left ventricle (lv). Hemolysis: no product or data logs were returned for analysis. Clinical mention repositioning did not resolve the issue. The root cause of the hemolysis was not determined as no product or logs were returned and insufficient clinical information was provided b3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-20249. G1 reporting contact email revised on manufacturer device report 1220648-2024-20249 in accordance with updated procedures. H6 investigation conclusions 61 was erroneously entered on the initial manufacturer device report number 1220648-2024-20249.